Manufacturer narrative:
Analysis of programming and device diagnostic history performed.

Event description:
A copy of the physician's flashcard was received and it was noted that the setting change initially reported where the signal frequency was set to 2 hz was the result of the device being programmed to those settings and not the result of any issue with the generator or programming software. The settings were programmed to 2 hz on (B)(6) 2011.

Event description:
It was reported (B)(6) 2011, that a vns patient could not feel stimulation. When the device was interrogated, it was observed that the signal frequency was set to 2 hz however it should have been 20 hz. Per the physician, this was accidental. Once the device was reprogrammed to 20 hz, the patient could feel stimulation again and the issue was resolved. Diagnostic test performed resulted in values within normal limits however the specific test results were not provided. The patient is set to 0.5/20/250/30/5/0.75/250/60. A company representative spoke with the site regarding performing initial and final interrogations and will follow up with the site to obtain a copy of the flashcard within the next few weeks. Information received on (B)(4) 2012, revealed that a faulted system diagnostic test had occurred on (B)(6) 2011 and the settings were not corrected properly afterwards. Good faith attempts to obtain a copy of the physician's flashcard to confirm the event have been unsuccessful to date.

Manufacturer narrative:
.